Event description:
It was reported that the user experienced a low blood glucose episode to 40 mg/dl while using the ilet and had been pausing the system and treating in ways that led to suboptimal automated insulin modulation. Symptoms included hypoglycemia. Outcomes included user-performed correction with oral glucose followed by a meal and no need for further assistance. Investigation included troubleshooting and education regarding low treatment and best practices for allowing the ilet to learn user needs. Investigation of this case revealed user handling and use error, specifically pausing the device and overtreating hypoglycemia, which likely contributed to the low and to device response challenges. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.